Manufacturer narrative:
The pump was returned to animas. Eval revealed that the force sensor resistance reading was out of calibration. The pump was loaded and primed successfully with no alarms occurring. The display screen was found misaligned but was not observed to impact the force sensor pins. There was no visible force sensor damage.

Event description:
Eval revealed that the force sensor resistance reading was out of calibration.